Manufacturer narrative:
Follow-up #1, date of submission 05/16/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 05/08/2014 with the following findings: the keypad was observed to be worn but legible with no evidence of tearing or peeling. All keypad buttons functioned normally to testing. Product analysis was unable to duplicate the customer complaint. As per procedure, the keypad cover was removed and contamination was found underneath the contacts for the contrast and down button contacts. Unrelated to the keypad issue, a crack was observed in the battery compartment between the case seal and the grip and the display was a dim red color.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and okay buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.